Event description:
The article, ¿left atrial appendage occlusion after thromboembolic events or left atrial appendage sludge during anticoagulation therapy: is two better than one? Real-world experience from a tertiary care hospital¿ was reviewed. The article presents a single center, retrospective study experience with a hybrid approach of left atrial appendage occlusion (laao) plus lifelong oral anticoagulant therapy (oac). Devices included in this study were watchman 2.5 (22 patients, 21%), the watchman flx in (18 patients, 17%), the amplatzer amulet (61 patients, 60%), and the amplatzer cardiac plug (1 patient, 1%). The study concluded laao + oac seem a long-term safe and effective therapeutical approach, with no difference in the survival free from the primary endpoint according to the indication for laao in a matched cohort. [(B)(6)]. The time frame of this study was from january 2013 to june 2022. A total of 102 patients were included in this study. The average age was 69 years and the average gender was male. Comorbidities included smoking, dyslipidemia, hypertension, diabetes mellitus, peripheral artery disease, carotid vasculopathy, lvsd, cad, prior myocardial infarction, prior CABG, prior savr, ckd, atrial fibrillation, prior atrial fibrillation ablation, pacemaker, mitral valve stenosis, mitral valve regurgitation, aortic valve stenosis, aortic valve regurgitation.

Manufacturer narrative:
Literature article: left atrial appendage occlusion after thromboembolic events or left atrial appendage sludge during anticoagulation therapy. Summarized patient outcomes/complications of left atrial appendage occlusion after thromboembolic events or left atrial appendage sludge during anticoagulation therapy real-world experience from a tertiary care hospital were reported in a research article in a subject population with multiple co-morbidities including smoking, dyslipidemia, hypertension, diabetes mellitus, peripheral artery disease, carotid vasculopathy, lvsd, cad, prior myocardial infarction, prior CABG, prior savr, ckd, atrial fibrillation, prior atrial fibrillation ablation, pacemaker, mitral valve stenosis, mitral valve regurgitation, aortic valve stenosis, aortic valve regurgitation. Some of the complications reported were arteriovenous fistula, pseudoaneurysm, transient ischemic attack, systemic embolism (stroke), bleeding, pericardial effusion, device related thrombus, paradevice leak (residual shunt), unexpected medical intervention these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.